Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device, balloon catheter 2af283 with lot # 52126-26 was returned and analyzed. Upon visual inspection of catheter, analysis showed blood inside the balloons. Smart chip verification indicated the catheter was used for five injections. Additionally, during dissection and pressure testing, a guide wire lumen kink and breached were shown at 1.37 inches proximal from the tip and two more kinks on shaft and guide wire lumen 2.62 and 3.27 inches from the tip. In conclusion, the reported system notice #50005 ¿fluid in catheter¿ issue was confirmed through testing. The catheter failed the inspection due to a guide wire lumen kink and breach. (B)(4).

Event description:
It was reported that during a cryo ablation procedure a system notice indicating the safety system detected fluid in the catheter and stopped the injection occurred. The balloon catheter was replaced. It was further reported that after replacing the first balloon catheter, the replacement catheter could not be inserted into the sheath. The sheath was also replaced. The procedure was completed with cryo. The balloon catheter subsequently tested out of specification upon manufacturer's analysis. No patient complications have been reported as a result of this event.